Event description:
It was reported that the insulin gauge displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in reloading the cartridge and was advised to monitor the situation and follow up if necessary.